Manufacturer narrative:
(B)(4).

Event description:
The international customer reported that ventilator backup battery is depleted. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.